Event description:
It was reported that the device delivered a therapy for t-wave oversensing. Technical services also noted that the device exhibited undersensing, after premature ventricular contraction and small r-waves. Lead was repositioned and remains implanted.